Manufacturer narrative:
¿Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an inpact pacific drug eluting balloon with a 6mm guidewire to treat a lesion in a patient. It was reported that inflation difficulties were experienced (incomplete inflation/wrapping of the balloon). There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Additional information: the IFU was followed and negative prep was performed. 50/50 inflation fluid was used; vessel diameter 6mm. No resistance was encountered when advancing the device. A balloon twist occurred. No issues were experienced in advancing or removing the device from the patient. If information is provided in the future, a supplemental report will be issued.